Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: international urogynecology journal and pelvic floor dysfunction. 2013 may; conference: 38th annual meeting of the international urogynecological association, iuga 2013. Dublin ireland. Conference publication: (var.pagings). 24 (suppl. 1) :s116-s117. (B)(4).

Event description:
Title:midurethral sling surgery: effectiveness and impact on incontinence related quality of life in a non-selected population the aim of this study is the evaluation of mus (mid urethral sling) surgery in terms of effectiveness and urinary incontinence specific changes in qol (quality of life) in a non-selected cohort of stress incontinent women operated in a specialized pelvic floor center. In this study an evaluation was performed of a total of 255 patients with predominant sui that underwent mus surgery between january 2010 and january 2012. The mus procedures performed were the tvt (ethicon), tvt-o (ethicon), tot and pelvilace suburethral sling. Reported complication included evident obstructive micturition (n-?) Which needed operative release of their sling, bladder perforation (n-?), urethral injury (n-?), graft erosion (n-?), groin pain (n-?), postoperative retention or residual volume (n-?), and abscess (n-?). In conclusion, in a non pre-selected population of stress-incontinent women, a mus procedure was effective in 69.3 % of patients and sui symptoms improved in almost 69 %. Moreover, the procedure caused significant improvement in (incontinence related) quality of life. Sub-analysis also showed that repeat mus surgery was significantly less successful than primary surgery